Manufacturer narrative:
The customer confirmed the device involved in the event, is not available for testing and investigation.

Event description:
The customer contact reported the cl2000s was placed on a patient¿s home ambulatory chemotherapy pump, which became disconnected, causing the medication, fluorouracil, to leak into the patient¿s pump bag. Additionally, the chemolock injector safety clips became partially disengaged from the cl2000s further attributing to the drug therapy leak. There was patient involvement, but no human harm. The device involved in the event is not available for investigation. No further information has been provided.